Event description:
Healthcare professional reported right side rupture and "biocell". The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/anxiety-product/procedure was received on jun 15, 2020 with lot number 3127073. Visual analysis of the returned device identified weight to the spec, opening, yellow particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and "biocell". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "biocell". The device has been explanted.